Manufacturer narrative:
The insulin pump passed the displacement test. Device was received with motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to motor error alarm. Device was received with normal operating current. Pump passed self test. Device passed off no power test. The motor was tested outside of the device and passed. Device was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump piston for the reservoir continually gets stuck. Customer's blood glucose was unknown at the time of incident. No further details given.